Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right-side deflation".

Event description:
Healthcare professional reported for the right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed, and found opening on radius. A microscopic analysis was performed which identify, crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on radius assessed, as fold flaw opening was observe crease. However ,not is considered workmanship, due to the device was explanted.

Event description:
Healthcare professional additionally reported, "any creases".